Event description:
It was reported that this right ventricular (rv) lead had pulled back after removing the lv catheters and it was unable to get the lead back into the vein. Physician then elected to plug the lv port and just rv pace only. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).